Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty cycler/ fmc cassette and the patient¿s staphylococcus epidermis peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ fmc cassette malfunction or product deficiency. Staphylococcus epidermis is a known bacterium colonized on human skin; therefore, the patient¿s peritonitis was most likely related to touch contamination during pd therapy, as reported by the pd nurse. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Upon review of medical records received for a separate event, it was discovered this patient on peritoneal dialysis (pd) had a past medical history of staphylococcus epidermis peritonitis on (B)(6) 2017. Per the patient¿s nurse, the cause of the peritonitis was touch contamination during pd therapy. No further details surrounding the patient¿s peritonitis are known at this time.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.